Manufacturer narrative:
According to the facility on 1/19/24 during a procedure they noticed that the tip of the harmonic shear was hanging off and as they went to remove the device the tip fell off inside of the patient. Per the facility they were able to locate the foreign body "after some time". No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 1/19/24 during a procedure they noticed that the tip of the harmonic shear was hanging off and as they went to remove the device the tip fell off inside of the patient.